Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out on the 2nd day of use. Three same events occurred in a row. It was stated that the detail about another two events were unknown. It was also stated that one of the three bottles had urine accumulation in the bag and was overall contaminated, therefore discarded. Per follow-up information received via ibc on 10mar2022, it was stated that the damage in the catheter was unknown and there was no impact to the patient.

Manufacturer narrative:
The reported event was inconclusive and it is unknown whether the device had met relevant specifications. The product was used for patient treatment. It was unknown whether the product had caused the reported failure. Visual evaluation of the returned photo sample noted one opened (without original packaging), used three-way silicone foley catheter. Visual inspection of the attached photo sample cannot be evaluated, and therefore the investigation is considered inconclusive. A potential root cause for this failure mode could be ¿tooling damaged (core pins)". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings]. 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients; ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients patients with known allergy to silver coated catheter" h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out on the 2nd day of use. Three same events occurred in a row. It was stated that the detail about another two events were unknown. It was also stated that one of the three bottles had urine accumulation in the bag and was overall contaminated, therefore discarded. Per follow-up information received via ibc on (B)(6) 2022, it was stated that the damage in the catheter was unknown and there was no impact to the patient.